Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels. Only the head was removed. No further information has been provided.